Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the surgeons and nurse were unable to unload the unit. They tried to do it with a dissector device but the loading unit was broken. The knife is out of the loading unit. The device was uncapable to cut the tissue. For the reload and handle, the device was not able to fire. They used another reload to cut the appendix between staple lines and the bowel with good results and no issues. No reinforcement material was used. There was no medical intervention or patient injury. Patient was discharged from hospital.